Manufacturer narrative:
The service rep replaced the power supply and operation was satisfactory.

Event description:
The customer reported the 9800 system is having problems with verticle lift column lowering. No patient injury.